Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor caused pain during insertion. Customer's blood glucose level was 46 mg/dl. The insulin pump did not go into threshold suspend. The customer treated her blood glucose level with 4 pieces of candy. The device was not returned.